Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004167, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 13-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004167". The count of complaint is (B)(4) which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004167 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac m10 on 11-nov-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the infusion care critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: portugal.

Event description:
Reference number (B)(4) event occurred in portugal. It was reported by the patient that the packaging of the infusion set was not sealed properly or not intacted properly (B)(6) 2025. No further information available.